Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: did the patient suffer any adverse consequences? No. How was the bleeding controlled? Yes. Did the patient need a blood transfusion? No. Did the procedure have to be converted to open? No. Can a more thorough explanation of the even be provided? Device blade jammed when the cut button was pressed. When pulling the trigger to open, the device would not open. It was stuck. Because the device was left with the fist locked. To remove, it was necessary to pull the device from the fabric. This event caused bleeding at the site. That was controlled at the time. Are any photos or videos available for engineering and medical review? No. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cystectomy and prostatectomy the blade stuck. It did not open its jaws to loosen the tissue. The surgeon had to pull the machine tearing off the structure, causing patient bleeding. Surgery delayed by 35 minutes. The bleeding was controlled by a ligasure maryland, and hemostatics. No patient consequences reported. No further information is available.